Event description:
Procedure: cholecystectomy. According to the reporter: they had a delivery 2 weeks ago of (B)(6) kits. After making the normal incisions to the umbilicus and the epigatric area, he tried to insert the 10ml pyramidal blade trocar to these areas but they would not pierce through. Fortunately, we had some extras in store which went through the tissue with ease. Patient was of average weight, female and (B)(6) years old. No adverse effect to the patient. No extension in surgery. No blood loss of more than 500cc. No extension in incision. No tissue loss. Nothing fell into the patients cavity. No reinforcement material. Sample being returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/20/2015.